Event description:
Reporter alleged obtaining on a pt a discrepant blood glucose result of 112 mg/dl on the inform system 1 compared to back to back with a result of 345 mg/dl on the inform system 2 when testing was performed less than 10 mins apart. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that the controls were run on the system and within range. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 ( lot number 550005, expiration date 01/31/2009). Reference medwatch report with a1 pt for the suspect device used in system 2.